Event description:
During preventive maintenance a hill-rom tech discovered a broken ground pin. No injury reported. Replaced the ac plug and this resolved the loss of ground issue. Bed does have a flashing indicator to warn the caregiver that there has been a loss of ground and to minimize any risk to the pt.